Manufacturer narrative:
H3, h6: the device, was used in treatment was returned for evaluation, could not establish a relationship between the event reported and the device. Visual inspection of the returned device did not identify any issues. Functional evaluation of the device did not reveal any malfunction. The manufacturing records show no evidence that the product did not meet the specification at the time of manufacture. A complaint history review was performed for the product and failure mode reported, there have been further instances. The IFU has been reviewed and contains comprehensive instructions on the safe operation and use of the device.the associated risk files contain details relating to harm. However, the clinical review has not established a causal link. Additional rmr is not required. Probable root cause maybe an intermittent component failure. This investigation is now complete with no further action deemed necessary at this stage. Smith + nephew are taking further actions relating to the failure reported and continue to monitor for adverse trends.

Event description:
It was reported that renasys touch device was placed following I & d of l bka on (B)(6) 2020. On (B)(6) 2020 nurse noted blockage alarm when device was set on intermittent at 100/5, 0/2. Nurse notified surgeon and received order to decrease setting to 80 continuous and discontinue if alarm did not resolve. On (B)(6) 2020 at 10am informed that the patient had expired. Unsure if device was still in use.